Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd precisionglide¿ needle that the needle is dirty. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
One photo was received for evaluation. The defect appears to be epoxy, therefore failure mode is verified. From the color and position the probable cause was epoxy on the caterpillar belts. This occurs if a misassembled needle, with epoxy, comes in contact with the caterpillar belts. No corrective actions are required at this time as the defect rate is within allowed quality limits per bd¿s specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed. Assembly batch 6153707 had 11 visual inspections performed on 700 parts with zero defects noted. Daily cleaning was performed twice per procedure during the assembly of this batch. No quality notifications were written for this batch, nor for the associated assembly batch.

Event description:
It was reported that before use of the bd precisionglide needle that the needle is dirty. There was no report of exposure, injury, or medical intervention.